Manufacturer narrative:
Initial and final MDR 1876103 - MDR 3003442380-2024-05248 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set cannula was bent event on (B)(6) 2024. The blood glucose level was 300 mg/dl at the time of event.. The event occured within 3 hours of insertion. The site of insertion was at abdomen for first event and upper buttocks for second event. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.